Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative condition was observed. The device's fio2 tubing was found to be occluded. The device's fio2 tubing was cleaned to address the issue.